Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report # 1222780-2010-00206. Approximately 48 hours following an uneventful novasure endometrial ablation performed on (B)(6) 2011 the pt called the physician reporting a fever of 102 degrees fahrenheit with back and pelvic pain. She was started on intravenous (IV) antibiotics: levaquin (lebofloxacin) and flagyl (metronidazole). A computed tomography (CT) scan (date unk) was normal and a urine test (test and date unk) was negative. On (B)(6) 2011 the physician reported the pt is doing fine.

Manufacturer narrative:
Lot number of the suresound no provided by the complainant, therefore the expiration date is not known. The sure sound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot record reviews could not be conducted for the suresound as a lot number was not provided by the complainant. Suresound according to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to infection or sepsis. (B)(4).